Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported system shuts down on its own intermittently before a cataract procedure. The procedure was completed using another phaco machine. There was no report of any patient harm.

Manufacturer narrative:
The company representative, did not confirm nor replicate the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The system was found to have no problems. Therefore, the root cause of the reported event cannot be determined conclusively. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).